Event description:
It was reported that device entrapment and stent damage post-deployment with secondary device interaction occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main (lm) to left anterior descending (lad) artery. Following predilatation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced and deployed. However, during withdrawal, the stent balloon would not re-wrap. It got stuck in the guide catheter and on the guidewire. Furthermore, when pulling everything out as one system, the proximal edge of the stent was damaged and narrowed. This caused the re-wiring of the lad to be extremely difficult and compromised the stent integrity. The patient was referred to coronary artery bypass grafting (CABG). No further complications were reported.

Manufacturer narrative:
Updated type of reportable event from serious injury to death.

Event description:
It was reported that entrapment of device and damage post deployment occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main (lm) to left anterior descending (lad) artery. Following predilatation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced and deployed. However, during withdrawal, the stent balloon would not re-wrap. It got stuck in the guide catheter and on the guidewire. Furthermore, when pulling everything out as one system, the proximal edge of the stent was damaged and narrowed. This caused the re-wiring of the lad to be extremely difficult and compromised the stent integrity. The patient was referred to coronary artery bypass grafting (CABG). No further complications were reported. It was further reported that the physician waited 5 seconds for the balloon deflation before pulling back the device and confirmed that the distal tip of the balloon would not enter the guide catheter. The stent was deployed at 10-12 atmospheres and the delivery balloon was used to post dilate the stent. It was further reported that in december 2021, the patient underwent cardiac catheterization. A synergy balloon expandable stent was selected for use. The patient suffered catastrophic cardiac complications. Patient death occurred on the same day.

Event description:
It was reported that entrapment of device and damage post-deployment with secondary device interaction occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left main (lm) to left anterior descending (lad) artery. Following predilatation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced and deployed. However, during withdrawal, the stent balloon would not re-wrap. It got stuck in the guide catheter and on the guidewire. Furthermore, when pulling everything out as one system, the proximal edge of the stent was damaged and narrowed. This caused the re-wiring of the lad to be extremely difficult and compromised the stent integrity. The patient was referred to coronary artery bypass grafting (CABG). No further complications were reported. It was further reported that the physician waited for 5 seconds for the balloon deflation before pulling back the device and confirmed that the distal tip of the balloon would not enter the guide catheter. The stent was deployed at 10-12 atmospheres and the delivery balloon was used to post dilate the stent.